Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer experienced blood glucose levels exceeding 500 mg/dl due to the issue. To address the high bg level, customer administered a correction bolus through the pump. Customer consistently acknowledged alarms and resumed insulin, to resolve the issue.